Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. No discrepancies were found upon visual inspection. A syringe was used to inflate the cuff while submerged under water; noting no discrepancies. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. The cuff assembly operation was reviewed and the inflation line assembly operation was reviewed with no discrepancies found. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. Based on the evidence, the root cause is unknown as the complaint was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of a portex® cuffed blue line ultra® suction aid tracheostomy tube when conducting a periodical check on the cuff's air pressure, there was some water in the pilot balloon. After removing the water from it, the customer saw some water in the cuff as well. No patient injury.